Event description:
(B)(6), hhrn, reports pt pump not running. Per denise, no alerts are showing on the pump, just says run. When pressing run, nothing changes. Pump defective. We will schedule replacement pump. Pt has gravity tubing on hand and will infuse via gravity today. Indication: common variable immunodeficiency, unspecified, common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Lot number is unknown. No missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.